Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg was eroding of the ipg pocket. As a result, patient experienced an infection at the ipg site with pseudomonas bacteria. In turn, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and the ipg pocket was irrigated with antibiotic solution to address the issue. A new ipg was implanted. The patient is on antibiotic infusion to treat the infection.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.